Event description:
It was reported that the patient experienced unspecified issues with his inflatable penile prosthesis (ipp). The system was replaced. No information was provided about the patient's outcome. Additional information was requested and will be provided as it becomes available.